Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a patient with an anterior tear during a laser assisted cataract surgery in the left eye. According to the surgeon the procedure went well. Upon removal of the speculum, he noticed a triangular look starting at the capsule edge around the 40 degree position, which extending posteriorly a small amount. It was noted that there was corneal edema at the incision site making it difficult to see the capsule. The lens was stable and the incisions sealed well. The surgeon did not re-enter the eye as he didn't think it was a tear. The patient was seen at his office 4 hours later where it was determined to the patient experienced an anterior capsule tear. The surgeon suspects it may have happened as he pushed the iol to the side during viscoelastic removal but he is unsure. The patient will be monitored closely. Additional information has been requested.